Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The ice ball size is within the specification which was not compromised due to thermal insulation loss. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no injury to the patient as the physician applied warm saline to the patient's skin.

Event description:
During the a renal cryoablation procedure an iceforce needle formed frost all the way down the needle shaft down to the patient's skin. An sterile glove filled with saline was used to help insulate the needle from the skin to prevent skin damage. The procedure was completed as expected with no injury to the patient. The needle will be returned for investigation.

Event description:
During the a renal cryoablation procedure an iceforce needle formed frost all the way down the needle shaft down to the patient's skin. An sterile glove filled with saline was used to help insulate the needle from the skin to prevent skin damage. The procedure was completed as expected with no injury to the patient. The needle will be returned for investigation.